Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported event. The device was received with a crack on the right plunger case. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log showed no problem which related to the customer's reported problem. To further investigate, an accuracy test was performed and all the position verification on the position were performed which passed; pump operated as intended. No problem was found.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an over infusion of medication. Outcome of the event is unknown.